Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 6" bifuse ext set w/2 check valves, rotating luer. The reporter stated that the spin collar cracked on while in use with propofol. There was no report of human harm.

Manufacturer narrative:
The complaint of cracks on item b1003 cannot be confirmed. Noo product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Updated information can be found in d9.